Event description:
A caller reported that during the fill tubing step of the load sequence, it initially required about 20 units of insulin, which was more than usual, to see drops at the end of the tubing. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue had occurred earlier in the day but was resolved by the customer on their own when they eventually saw drops of insulin at the end of the tubing and resumed insulin administration. No changes to supplies were needed to resolve the issue.